Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the suture holding the electrode to the xyphoid broke and the electrode migrated towards the device pocket. This may have been due to twiddler's syndrome, as the electrode was found wrapped around the pulse generator with the tip of the electrode at the xiphoid position. No inappropriate therapy or sensing was observed. The electrode was repositioned with the three incision technique and had an impedance of 111 ohms. No additional adverse patient effects were reported.